Event description:
The customer's mother stated the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. The customer's mother stated the customer had large ketones upon being admitted to the hospital. Troubleshooting was performed and the insulin pump passed the high pressure test. It was found that the customer had last changed the infusion set on the day of the event. The customer's mother stated the customer had just started on the insulin pump three days prior to the event. It was advised that the customer's mother speak with the customer's doctor to possibly adjust the basal rates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.